Event description:
It was reported to boston scientific corporation that an overstitch suture cinch was used during an endoscopic sleeve gastroplasty (esg) procedure on (B)(6) 2026. During the procedure, the peak plug did not deploy properly. The procedure was completed with the same device after the physician manually deployed the cinch. There was no patient complications reported as a result of this event. This is the first of two suturing cinch devices reported.

Manufacturer narrative:
Block h6 device code a150101 is being used to capture the reportable event of cinch failure to deploy. Imdrf code f2301 is being used to capture the reportable event of additional device required. Device evaluation block h11 the suturing cinch was not returned for evaluation, and there was no media available for analysis. The reported event of cinch failure to deploy could not be confirmed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. There is not enough evidence to determine whether the cinch failure to deploy was due to the physician's technique during the procedure or was related to a device malfunction.